Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, a 7mm x 18mm palmaz blue on 142cm aviator plus stent delivery system (sds) was inserted directly into the patient but detached. The stent detached from the delivery system during advancement and the detachment occurred inside the renal artery, not within the access sheath. The device was later removed by performing a surgical cut-down and using an unknown snare. Three images were received which show the stent after removal. One of the images shows the stent being grasped by the unknown snaring device. No replacement stent was used, and the procedure was rescheduled electively. This was during a renal artery surgery performed by an experienced vascular surgeon. Access was via the femoral artery and a 7f 55cm renal curve (rdc) vista brite tip guiding catheter was used. The target renal artery exhibited severe calcification, severe tortuosity, and 90% stenosis. The device was stored and prepared per instructions for use (IFU), with no noted damage to packaging or difficulty during removal. The stent was not manipulated on the sds prior to insertion, and the balloon was not partially inflated to secure it. No resistance was encountered during advancement. The device will be returned for evaluation. A non-sterile ¿blue/aviatorplus 7×18/142p pkg¿ device was received coiled inside a clear plastic bag and unpacked for evaluation. The system was separated into two pieces, with the separation located approximately 55 inches from the distal tip. The balloon remained uninflated, and the stent was fully deployed; the stent itself was not returned for analysis. No additional notable observations were identified. Functional testing could not be performed due to the device¿s condition upon receipt. Microscopic inspection of the balloon and stent region revealed distinct stent-strut impressions on the balloon surface, consistent with proper crimping. Examination of the separated edges showed irregular fracture patterns, elongation, and plastic deformation indicative of tensile loading applied to the device material. These features are commonly associated with damage resulting from material tensile overload, suggesting that the applied tensile force exceeded the material¿s yield strength prior to separation. Further inspection of the inner shaft fracture surface demonstrated ductile dimples characteristic of micro-void coalescence, a process that occurs when ductile materials are pulled apart under excessive mechanical stress. As the material undergoes tensile overload, microscopic voids form and subsequently rupture, producing the cuplike depressions observed. These findings support that the device components experienced mechanical forces beyond their structural limits, leading to material fatigue and ultimate separation. Based on the returned device condition and the procedural information provided, the reported ¿stent dislodged¿ was observed as the stent was not returned with the delivery system for analysis, the balloon was received in its original folded state. In addition, a ¿body/shaft separated¿ condition was also observed. The damage noted to the separated portion of the device most likely resulted from excessive tensile loading of the delivery system. The vessel exhibited marked calcification, severe tortuosity, and 90% stenosis, creating a highly resistant pathway that can generate significant traction and frictional forces on the balloon-mounted stent system. Although the balloon remained in its original folded state post-explant, microscopic evaluation demonstrated stent-strut impressions consistent with proper crimping. The separated shaft surfaces showed irregular tearing, elongation, plastic deformation, and ductile dimpling. These features are characteristic of material tensile overload and support that the system experienced force levels beyond its mechanical capacity. Under such conditions, differential movement between the stent and balloon can occur, predisposing the stent to detachment. Because the fully deployed stent was not returned, the precise in-vivo mechanism cannot be determined with certainty; however, the evidence indicates that anatomy-induced mechanical stress, rather than device malperformance, was the most probable contributor to the stent dislodgement event. Listed in the instructions for use, although not intended to mitigate risk but is recommended to be followed, ¿contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter. Note: in case a long csi is used instead of a gc, use the csi size recommended on the label; insert the stainless steel introducer tube included in the packaging through the hemostasis valve of the csi. This tube facilitates introduction of the stent/balloon assembly into the csi and prevents the hemostasis valve from potentially damaging or stripping the stent from the balloon. Remove the introducer tube when the stent/balloon assembly has completely passed the valve (i.e., has advanced to the body of the csi).¿ there is no evidence from the information provided and the product evaluation that a product defect or manufacturing issue contributed to this event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7 mm x 18 mm palmaz blue on 142cm aviator plus stent delivery system (sds) was inserted directly into the patient but detached. The stent detached from the delivery system during advancement and the detachment occurred inside the renal artery, not within the access sheath. The device was later removed by performing a surgical cut-down and using an unknown snare. No replacement stent was used, and the procedure was rescheduled electively. This was during a renal artery surgery performed by an experienced vascular surgeon. Access was via the femoral artery and a 7f 55 cm renal curve (rdc) vista brite tip guiding catheter was used. The target renal artery exhibited severe calcification, severe tortuosity, and 90% stenosis. The device was stored and prepared per instructions for use (IFU), with no noted damage to packaging or difficulty during removal. The stent was not manipulated on the sds prior to insertion, and the balloon was not partially inflated to secure it. No resistance was encountered during advancement. The device will be returned for evaluation. Addendum: the device was returned with the stent still in place over the balloon; however, the proximal body/shaft was separated.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7mm x 18mm palmaz blue on 142cm aviator plus stent delivery system (sds) was inserted directly into the patient but detached. The stent detached from the delivery system during advancement and the detachment occurred inside the renal artery, not within the access sheath. The device was later removed by performing a surgical cut-down and using an unknown snare. Three images were received which show the stent after removal. One of the images shows the stent being grasped by the unknown snaring device. No replacement stent was used, and the procedure was rescheduled electively. This was during a renal artery surgery performed by an experienced vascular surgeon. Access was via the femoral artery and a 7f 55cm renal curve (rdc) vista brite tip guiding catheter was used. The target renal artery exhibited severe calcification, severe tortuosity, and 90% stenosis. The device was stored and prepared per instructions for use (IFU), with no noted damage to packaging or difficulty during removal. The stent was not manipulated on the sds prior to insertion, and the balloon was not partially inflated to secure it. No resistance was encountered during advancement. The device will be returned for evaluation. Addendum: the device was returned with the proximal body/shaft was separated.